Manufacturer narrative:
(B)(4). It was reported that the proximal luer lock of a continu-flo solution set separated from the tubing of the device. This occurred during infusion. The reporter further stated that the separation "occurred a few minutes after the solution drip was started." The patient lost between 15 and 20 ml of blood. To correct the condition, the nurse removed the catheter and the tubing and replaced with a new catheter and tubing. (B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection identified that the male luer had separated from the tubing end. It was noted that the tubing insertion appears to be less than 5/16 of an inch. A microscopic inspection found that there was no visible solvent plow ridge on the tubing end. The remaining solvent bonds were pull-tested. No failures were observed at the other bonds. The cause of the low insertion and lack of plow ridge could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Therapy dates - approximate date of event is sometime during the two weeks prior to (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap of a clearlink continu-flo set became detached, resulting in fluid leak onto the corridor. The reporter stated that this occurred while the patient was "circulating in the hospital". There was no report of patient injury or medical intervention. No additional information is available. This is report 3 of 3.